Event description:
A 2.0 x 20 mm sprinter legend balloon dilatation catheter was intended to be used to treat a lesion in the lcx. The target lesion exhibited excessive tortuosity, severe calcification and 75% stenosis. The device could not reach the target lesion and was removed from the patient. The lesion was treated using another balloon. No clinical sequelae were reported. The device was returned to the manufacturing facility and a component detachment was observed. Evaluation summary: the hypotube had detached 68.5cm distal to the strain relief. The hypotube was kinked 6.1cm proximal to the break site. Both the distal and proximal ends, at the break site, were oval in shape. The balloon folds were partially opened.

Manufacturer narrative:
Patient's condition affected effectiveness of device (target lesion exhibited severe calcification, excessive tortuosity and 75% stenosis), related to operational context (appears most likely that the device detachment occurred post removal of the device from the hoop due to handling and/or use of the device) (B)(4).